Event description:
Patient reported medication had leaked out of some tape on the tubing. Patient was not able to identify where just somewhere on the tubing coming from the pump. The patient did not get any medication on anything else other than her skin which she already had washed. The unit was powered down and the line clamped. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.